Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure noticed issue by abbott on 04oct2023. Investigation codes and conclusion will be provided in an additional submission.

Event description:
The patient reported sparking, exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
External and internal visual inspections of the patient electronic system revealed exposed wires on the right-angle extension cable. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. The cause of the problem was determined to be sparking power connector plug. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.